Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the fiber optic console connector was intact and in good condition, and was secured in place. The stm successfully ran a simulated treatment without issue. Additionally, the stm was able to connect the fiber optic tester onto the console and the console recognized the fiber optic without issue. The stm was able to run multiple fiber optic tests in service mode without issue. The stm was unable to duplicate the customer's reported issue, and noted that nothing unusual was identified in the iabp log files. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the fiber optic connector for the cardiosave intra- aortic balloon pump (iabp) was broken and the fiber optics was not able to be connected. It was later reported that the user opted out from forcing the fiber optic catheter connector into the console to avoid breaking the fiber optic connector. The customer indicated that the connector looked intact. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.